Manufacturer narrative:
Weight - race: unk. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2 implantable collamer lens of -8.00/1.0/86 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2022 as a replacement lens to address lens rotation not associated to a low vault but the patient experienced excessive vault. On (B)(6) 2022 the lens was exchanged for spherical lens of shorter length and different power. It was reported that the exchange resolved the problem. The reporter stated "the residual astigmatism was treated by bioptics." See MFR # 2023826-2022-01869 for claim against the initial lens.